Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device reached eri (elective replacement indicator) in just 5 months. Rapid battery depletion, from normal to eri in 2 weeks, was also noted. Review of performance data from the device showed a sudden voltage drop the week of (B) (6) 2010 to (B) (6) 2010. An electrical failure was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) performance data from the device shows the device reached rrt (recommended replacement time) on (B) (6) 2010, approximately five months after implant. Battery voltage declined from 3.2v to 2.6 v in three weeks. Analysis found the device had no telemetry or output. The device lost telemetry due to battery depletion. The depleted battery was caused by high current leakage in a voltage regulator filter capacitor.